Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance with a steel infusion set and cartridge supply change; the agent guided the user through replacing the set and cartridge, after which insulin delivery resumed, and the user elected to allow the pump to correct the elevated glucose (pump reading 209 mg/dl and confirmatory fingerstick 216 mg/dl). Symptoms included headache and thirst consistent with hyperglycemia. Outcomes included resolution actions taken at home with continued device use and no alerts, alarms, or medical interventions. Investigation included technical troubleshooting and user education conducted by customer support. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed during the interaction. It was concluded that the event was user-manageable with supply replacement and continued insulin delivery, and that no further clinical care was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.